Event description:
The latest batch of alcon opti-free puremoist mult-purpose disinfecting solution for contact lenses that I purchased and am using smells very bad (musty/moldy). I did not see a recall for it online, but did see a whole list of consumers who are complaining about the same issue on reddit (https://www.reddit.com/r/optometry/comments/uxddf k/ moldy_smell_in_contact_case/), so I know this is not an isolated incident. People are reporting this smell across multiple batch numbers, but most seem to have an expiration date of 2025-05-31. I've been using alcon opti-free for many, many years and have never experienced the solution having a smell. I, like others, called alcon, and they offered to send me a replacement and advised that I throw away the old bottle. I will keep it for now, in case someone at the FDA wants it for testing. The lot # I have is 118y6, expiration date 2025-05-31. I have been using one of the bottles and have not noticed any big issues, though my eyes do have a slight burning feel today. I am going to go out and buy disinfecting solution from another company and stop using this immediately. I would like to know what is causing the smell and what the company has done to fix this issue. Thank you. (B)(6).